Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitivity troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints identified an increase in complaint activity for lot 73252ud00, however, no increase in complaint activity was identified for list number 08p13. In house testing was performed utilizing a retained kit of lot 73252ud00 and all testing passed indicating the reagent lot is performing as expected. Device history record review for the lot did not identify any non-conformances, potential non-conformances, or deviations. The overall performance of alinity I stat high sensitive troponin-I reagents was reviewed using data gathered from customers worldwide. The patient median values for the complaint lot are within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency with the alinity I stat high sensitivity troponin-I assay for lot 73252ud00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for a 61 year old patient. The patient went to the emergency department on (B)(6) 2025 for atypical chest pain. Troponin result (lot 73252ud00) = 10,275.6 ng/l patient was transferred to the cardiac intensive care unit from (B)(6) 2025 and provided the following troponin results: (B)(6) 2025 result (lot 74115ud00) = 9,529 ng/l. (B)(6) 2025 result (lot 73252ud00) on another alinity = 10,229.9 ng/l. (B)(6) 2025 result (lot 74115ud00) = 9,905.3 ng/l. (B)(6) 2025 result (lot 73252ud00) = 1,0117.6 ng/l. (B)(6) 2025 result (lot 73252ud00) = 9,551.2 ng/l. (B)(6) 2025 result (lot 74115ud00) on another alinity = 10,445.3 ng/l. Electrocardiogram (ECG) result = non-pathological. Coronary angiography result = non-pathological. 02jun2025 sample sent to another laboratory (B)(6) troponin t hs (cobas roche) result = 4.8 ng/l (negative) the customer reported the patient was sent home. No further information was provided at this time. No further impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p13 (alinity I stat high sensitive troponin-I) that has a similar product distributed in the us, list number 4z21 (alinity I stat high sensitivity troponin-I) with 510k/PMA/bla number k202525. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for a 61-year-old patient. The patient went to the emergency department on (B)(6) 2025 for atypical chest pain. Troponin result (lot 73252ud00) = 10,275.6 ng/l patient was transferred to the cardiac intensive care unit from (B)(6) 2025 and provided the following troponin results: on (B)(6) 2025 result (lot 74115ud00) = 9,529 ng/l, on (B)(6) 2025 result (lot 73252ud00) on another alinity = 10,229.9 ng/l, on (B)(6) 2025 result (lot 74115ud00) = 9,905.3 ng/l, on (B)(6) 2025 result (lot 73252ud00) = 1,0117.6 ng/l, on (B)(6) 2025 result (lot 73252ud00) = 9,551.2 ng/l, on (B)(6) 2025 result (lot 74115ud00) on another alinity = 10,445.3 ng/l, electrocardiogram (ECG) result = non-pathological, coronary angiography result = non-pathological. On (B)(6) 2025 sample sent to another laboratory (B)(6) hospitals) troponin t hs (cobas roche) result = 4.8 ng/l (negative) the customer reported the patient was sent home. No further information was provided at this time. No further impact to patient management was reported.